Manufacturer narrative:
This report is for one (1) unknown prodisc-l polyethylene inlay. Part and lot number is unknown. Without a valid part and lot number, the UDI is not available. Devices remained implanted in the patient; as such explant date is not applicable. Device is not expected to be returned for manufacturer review/investigation. Patient code (B)(4) is used as the inlay migrated and is causing the patient pain. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient has presented an expulsion/slipped out anteriorly prodisc-l polyethylene inlay and is experiencing leg pain. Patient was initially implanted with an unknown prodisc-l superior endplate, polyethylene inlay, and inferior endplate at l5-s1 on (B)(6) 2015. The inlay expulsion was confirmed by imaging tools on patient¿s follow-up on (B)(6) 2015. Patient has declined any further surgeries. Implants remain implanted. Concomitant devices reported: prodisc-l superior endplate (part # unknown, lot # unknown, quantity # 1), inferior endplate (part # unknown, lot # unknown, quantity # 1) this report is for one (1) unknown prodisc-l polyethylene inlay. This is report 1 of 1 for (B)(4).